Event description:
Device 6 of 6. Ref MFR report numbers 1649914-2014-00014 through 00018. The hosp perfusionist reported a leakage issue with the mps disposable delivery set over the last few months. The perfusionist reported that the leakage appears to occur where the bladder connects to the hear exchanger. He reported that the alleged issue has occurred with the last 6 of the last 15 sets used. Follow up info with the perfusionist found that there are very slow, small leaks. The procedures would be well underway before the leaks containing the arrest agent were observed. The hosp did not save any of the affected devices but did retain the lot info. No devices were returned to the MFR for analysis. There were no pt complications reported as a result of the alleged events.

Manufacturer narrative:
(B)(4). Device 6 of 6. The device history record for the lot was reviewed and no devices were rejected and no specific mfg yield issues were reported similar to the reported complaint condition. There were no more devices from the same lot left in inventory for analysis.